Manufacturer narrative:
B3: The event date is approximate. G3: The complaint was received from a consumer in Australia.Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to a thermal event described as burnt charger would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
It was reported that a Philips Sonicare Diamond Clean 9000 powered toothbrush charger burned and left a burn on mark on a bedside table while charger was charging. Consumer confirmed that no injury occurred related to the reported event. Device not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.